Event description:
It was reported that the threads came off a cannulated screw during a foot small bone fusion. It was reported the bone was very hard. The threads remained in the patient. It was very difficult to implant the screws. A plate was used to fuse the joint. There was a one hour delay in the procedure and there were unanticipated x-rays related to the event. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Implant/explant date: device broken while being inserted; device was not implanted/explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
No nonconformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.